Manufacturer narrative:
(B)(4). S/w version: 4.11 d, retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked. Cracked case (battery tube), cracked case-corner of belt clip rails, cracked retainer, pillowing keypad overlay. Cosmetic damage was confirmed at the retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.